Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a renal embolization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. It is unknown whether a pre-procedural femoral angiogram was taken. The physician, who is a trained user of the mynx, chose the device to close the access site. There was no reported complication during the procedure or closure. The patient was discharged per standard hospital protocol with no reported complication. It was reported that 3 days post discharge, the patient presented back to the hospital with a cold leg. The patient was taken to the operating room (or) where the vascular surgeon performed a cut-down and retrieved the alleged mynx sealant. The material was not sent for culture and it is unknown whether the patient was prescribed any medication post surgery. It was reported that the patient was discharged from the hospital on (B)(6) 2011. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1107301) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.